Event description:
Please share any captured photo of the event if available. Unfortunately, none are available. Mentioned as "several incidents of catheter tips shearing off and becoming lodged underneath a patient's skin". Kindly confirm the number of occurrence if possible. 2 incidents occurred last year were reported to FDA from my records, however, reporter of event was most likely speaking of events that were not reported. Kindly provide any date of event for the same if available. 8/5/2023 and 9/13/2023. Please confirm if to find the broken piece location any imaging was undergone (for e.g. CT scan). Any surgical procedure occurred to remove the broken piece from patient? Any adverse event occurred (for e.g. Erythema/embolism) no serious effect to patient, required multiple sticks due to catheter issues.

Manufacturer narrative:
Additional information in b5. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4066999. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Additional information received from the customer when processing the complaint related to the attached mw report prompted the creation of this MDR. Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed and this is the 1st related complaint reported with catheter defective / damaged lot #4066999 regarding item 382534. DHR for lot number 4066999 was reviewed. No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc needle pierces the catheter causing shear. The following information was provided by the initial reporter: while starting an IV, the plastic cannula bent causing a hole. This happened twice. Bd insyte autoguard bc 20gax1.16 in lot#: 4066999. This required patient to be stuck multiple times. No significant complications, however, feel necessary to report. We have had several incidents of catheter tips shearing off and becoming lodged underneath a patient's skin. Reference report: mw5156568. Customer f/u (B)(6) 2024. Lease confirm if to find the broken piece location any imaging was undergone (for e.g. CT scan). Any surgical procedure occurred to remove the broken piece from patient? Any adverse event occurred (for e.g. Erythema/embolism) no serious effect to patient, required multiple sticks due to catheter issues.